Event description:
The customer reported that the left (live) monitor was not working. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep evaluated the system and determined that the left monitor required replacement. The customer was provided with a quote for repair however the customer declined to proceed with repairs. No further info is available.